Manufacturer narrative:
Pt demographic info is unk at the time of this report. No files or parts have been received by the MFR. Software has not been evaluated as of the date of this report.

Event description:
An operating room staff member reported that while in a cranial procedure, after touch-n-go registration, they were inaccurate. The surgeon chose not to trouble-shoot with medtronic technical services and to proceed without navigation to complete the surgery. There was no impact on the pt's outcome.